Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's final investigation.   A review of the device history record found no deviations, that could have caused or contributed to the reported issue. It has been over 5 years, since the subject device was manufactured.   Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely, that "digital visual interface had no signal" occurred, due to failure of the printed circuit board. About the phenomenon ¿sdi signal output is unstable and interference occurs¿. It was not reproduced, thus a root cause could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found no image due to a printed circuit board failure. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported that while reprocessing his olympus evis lucera elite video system center, it was discovered that the unit was producing an abnormal video output. According to the initial reporter, the dvi signal was failing, and the sdi signal was unstable. Reportedly, the display had interference presence and intermittently no image at all. The customer went on to note that the procedure the device was intended for after reprocessing, was successfully completed using a similar device.